Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) and upgraded the software to the current revision. The unit passed extended self testing. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).